Manufacturer narrative:
The reported event of high pacing lead impedance and high capture threshold were not confirmed by analysis. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found that external insulation abrasion breaching the optim sheath was noted at 43.5 ¿ 43.8 cm from distal tip with intact silicone insulation beneath consistent with friction to the device can.

Event description:
It was reported that when the patient presented in clinic for a follow up, high, out of range, pacing lead impedance and high capture threshold were observed on the right ventricular (rv) lead. The lead was explanted and replaced. The patient was stable.